Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012; inratio2: 4.1, 3.3, 2.0, 3.4. Time between 4.1 and 3.3 inr results: 30 mins. Time between 3.3 and 2.0 inr results: 5 mins. Time between 2.0 and 3.4 inr results: not provided. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.